Event description:
It was reported that while admitting a patient to cvicu post-procedure, a sudden loss of capture was noted on the cardiac monitor, and no electrical activity was noted on the epg (external pulse generator). Another device was applied, and electrical activity/capture was achieved. The battery was examined by the rn, utilizing a battery tester, and was noted to be ok. The biomedical engineer performed full functional tests, including long-term testing with the battery in question, with no anomalies found. There were no patient complications as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) analysis could not confirm the reported event. It was noted that the screw on the case was over-tightened, making it very hard to close the battery compartment. The compressed battery contacts, ring, and o-ring were preventatively replaced.